Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue was identified. Based on the results of the investigation, it is presumed that the front panel blackouts are due to a failure of the printed circuit board (channel pressure sensor). However, a root cause could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the insufflator panel sometimes goes off. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted. E1/establishment name: (B)(6)I hospital. Added here due to character limitation in respective field.